Event description:
It was reported that the ventilator did not deliver air to the patient. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator did not deliver air to the patient. Identification of issue has been done by analyzing problem description and the device¿s logs. Review of the device's logs confirmed that air leakage occurred. The customer did not reproduce the issue and the device was put back into clinical use. The event log confirms that several clinical alarms have been generated, as an indication of difficulties with ventilating the patient, but there are no technical error codes to indicate a ventilate malfunction. Alarms such as CPAP low, CPAP high or leakage too high indicates that a leakage occurred. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. The issue was decided to be reported as if the leakage occurs during ventilation, it may lead to insufficient ventilation or no ventilation to the patient. There was no patient harm. The root cause of the reported alarms has not been determined, as it remains unknown what was the source of the leak.